Event description:
It was reported patient underwent a revision procedure post implantation due to wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b3, b4, b5, d6b, d10, g3, g6, h1, h2, h3, h10. Correction: h6. The additional information received doesn't change the previous investigation. X-ray review indicates that the knee arthroplasty implants appear anatomically aligned and there is no fracture or evidence of implant. Bone quality appears osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : discarded.

Manufacturer narrative:
(B)(4). Medical products: unknown femoral component catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.